Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed noise on the right ventricular (rv) channel. This noise led to inappropriate therapy. Furthermore, out of range (oor) lead impedance was also observed on the competitor rv lead. Additional information indicated that there was oversensing of noise however this did not result to pacing inhibition. Moreover, the cause of the oor impedance was not determined. A lead revision was performed though this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.